Event description:
Per the clinic, the recipient experienced pain at the implant site. Local anesthetic was administered at the implant site to treat the pain (date not reported).

Manufacturer narrative:
(B)(4): implanted device remains.